Event description:
The surgeon inserted an aa4203tf toric silicone plate lens and the trailing haptic was torn. The lens was removed with no pt injury, no enlarged incision or sutures. The surgery was completed using another lens.